Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported on or about (B)(6) 2008, a perigee graft was implanted, details of the implant procedure are not available; the pt has been experiencing pain, extrusion of mesh, dyspareunia, and has suffered mental and physical pain.